Event description:
On (B)(6) 2011 pt reported the check button on the infusion device is not responding to button presses intermittently. Pt stated she can put her fingernail "through" the button. Pt reported she noticed the issue one month ago. Pt stated when the button responds to the button press, it does make an audible sound. Pt reported the button on the infusion device is not flat. Pt stated infusion device was dropped within the last 48 hrs on a hard surface. Pt was aware of the recall. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.